Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 18-apr-2016 and forwarded to bayer on 04-aug-2016. On (B)(6) 2010, the consumer had essure (fallopian tube occlusion insert) inserted. The placement was painful. The patient had to stay at the hospital for about an hour. In (B)(6) 2011, the consumer experienced abdomen pain, itching skin, bladder infection, head pain, lower back pain, pain in buttocks, arthralgia, muscle pain, tiredness, memory loss, and concentration problems. On an unspecified date the consumer experienced irregular bleeding or breakthrough bleeding. Consumer reported problems with daily tasks and relation and/or family problems. She contacted a doctor and visited a gynecologist. A blood test was performed but no result was provided. Consumer received medication. Essure was removed on (B)(6) 2016 with two fallopian tubes. Consumer was recovering. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. Essure was removed approximately 6 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, consumer started experiencing abdominal pain approximately 9 months after essure insertion. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information cannot be obtained.

Manufacturer narrative:
Quality safety evaluation received on 19-sep-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 22-sep-2016 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 730 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this spontaneous non-medically confirmed case report was received via regulatory authority, and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had abdomen pain. Essure was removed approximately 6 years after its insertion. This event is listed in the reference safety information for essure. After essure insertion, abdominal pain may occur. In the present case, consumer started experiencing abdominal pain approximately 9 months after essure insertion. Given the nature of the reported event, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information cannot be obtained.